Manufacturer narrative:
Philips service provided a workaround using a wired footswitch. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch was not connecting, which is a known issue, on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.